Manufacturer narrative:
H6: appropriate term/code not available: suggested code : electrosurgical cutter and coagulator. Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a coolseal trinity procedure on (B)(6) 2024, a coolseal trinity 30cm and coolseal generator were used during a thoracoscopic procedure on a child (6 years old, female), dissecting and sealing vessels. During the procedure it was identified that the patient was bleeding from a previously dissected and sealed branch of the pulmonary artery, and there were concerns of a potential seal failure. The patient suffered significant bleeding which could not be stopped, resulting in patient death. On a follow up email it was determined that the bleeding started 3 hours after the surgery began, major bleeding was encountered from a corner of a previously sealed and divided basal arterial branch. The procedure was a video assisted thoracoscopic lobectomy surgery. No pre-existent conditions were reported. Multiple steps were taken after the bleeding was observed to treat it, compression, tranexamic acid and blood transfusion. No other information was received.